Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, when the lead was implanted over vena cephalica, the sleeve slipped down into the cephalica. It was not possible to get it out. It was further reported the sleeve traveled to the distal lead end. The lead was fixated with a new sleeve. The lead remains in use. No patient complications have been reported as a result of this event.